Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and patient received burns on tongue. The patient went to oral surgeon and received peradex and vicadin. The analysis of the handpiece did show that the bearings and the chuck have been worn out. Also spray water was clogged. The handpiece was turning out of specification and has never been sent in for repair since the purchase in (B)(4) 2004. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4).

Event description:
During a standard procedure, a dental electrical handpiece got hot and patient received burns on tongue. The patient went to oral surgeon and received peradex and vicadin.